Event description:
It was reported that a flogard infusion pump alarmed f-94. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. During a review of the alarm log, f-94 was identified. This alarm indicates that there is a defective main battery. The main battery was replaced to fix the reported condition. The pump was visually inspected and passed all tests. The pump was returned to the customer in working order.